Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that battery cannot be charged. The field service engineer (fse) evaluated the device. It was determined that battery was not able to charge. The new battery was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.